Manufacturer narrative:
A drager service technician was dispatched after the event. Based on diagnosis of the device log entries the technician replaced the ventilator motor. The drager technician tested the machine after the repair and reported that all tests passed. The device log and the replaced motor were sent to the manufacturer for investigation. The investigation revealed that the motor needed higher voltage than specified to start rotating. In depth investigation could not identify the final root cause. All components like brushes and bearings looked fine and showed no relevant wear. The log analysis shows that the device generated alarm like "ventilator failure" and "check apl-valve" during the event. The observed behavior of this type of motor to need higher voltage to start is an isolated case. The concerned anesthesia device has reportedly been returned to use with no further problems reported since repair.

Event description:
It was reported that during a case the anesthesia machine stopped automatic ventilation and generated alarm. No injury reported.